Event description:
During follow-up, it was noted that the device was in backup vvi mode and had reached eri. The device was explanted and replaced. The patient was in good condition with no adverse consequences.

Manufacturer narrative:
As received, the device was returned in backup operation. Visual examination of the device revealed no anomalies. Analysis of the device image discovered backup occurred due to an interrupt after a single code corruption, which was likely due to high pacing current when the battery was near end of life (eol). However, the exact cause of the interrupt could not be determined. After cutting open the device, analysis revealed that the battery had reached eol. The implant duration of 8.54 years exceeds the total projected longevity of 7.95 years based on field settings and is considered normal battery depletion.